Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements; no injury resulted.

Manufacturer narrative:
Battery (voltage breaks down under load) defective, mainboard (parts of the measuring socket broken) defective, the housing has broken open (presumably due to a fall) but has no effect on the function.